Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer reported that he obtained a blood glucose reading of 10.9 mmol/l on a contour next link 2.4 meter. Upon retesting with the physician's meter, he obtained a reading of 5.8 mmol/l. The difference between the readings fall in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.